Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor was returned for evaluation: DHR - a rework was identified, after which the device passed all testing. No other anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the device clk2212506 arrived without accessories. The device will be tested with our test icp extension cable and dc power supply. The customer indication of error is not confirmed. The device is working properly and no fault was found. Root cause - the complaint was not confirmed in the complaint investigation. Root cause may be related to issues with the sensor being used.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 7 reports (same facility, different patients). Other mfg report numbers: 3013886523-2025-00314, 3013886523-2025-00315, 3014334038-2025-00148, 3013886523-2025-00316, 3013886523-2025-00317, 3013886523-2025-00318. A facility reported "unreliable readings" with the use of cerelink sensor. There have been multiple issues with cerelink probes, requiring unnecessary scans and probe replacements. The monitors displayed negative readings; however, the waveforms remained satisfactory throughout. The icps were not correlated to evd transducer readings. One of these patients had the icp replaced on (B)(6) 2025.